Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: three cine images were received from the procedure: images show a vascular system with the stent being delivered in an arc through a bifurcation. The visi-pro stent delivery assembly, (sda), was returned with a loose stent. The balloon chamber was in a non-inflated profile: tightly wrapped. The y-manifold exhibits dried sanguine material. The stent exhibited several regions of lateral compressions.

Event description:
This procedure occurred in (B)(6). The procedure was to be performed on both the left and right iliac. The left side was treated first, with a visi-pro stent. Then the right iliac was dilated. A visi-pro stent was then deployed, but there was still some stenosis present, close to the aorta outflow. The physician decided to deploy another visi-pro stent via cross over maneuver. However the bifurcation was too acute and the physician preferred to implant the stent retrograde. When pulling back the stent, no resistance was felt and the surgeon saw the stent was no longer on the balloon. The physician attempted to snare the visi-pro, but was unsuccessful. The physician changed to open surgery and implanted a bifurcation prosthesis. The procedure took 6 hours.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Cine images received.